Event description:
The complainant has reported that a male patient underwent a therapeutic procedure to place a wallflex duodenal endoprosthesis in 2006. The clinician has indicated that the stricture was longer than anticipated and the stent size selected was "too short". Upon deployment from the stent delivery system, the stent was unable to fully traverse and expand the stricture. The stent migrated from the duodenum into the antrum. The stent was removed (method of removal unk) the patient did not sustain any consequences or ill effect as a result of this issue. This device is not currently marketed or approved for sale within the united states. Bsc's similar product marketed in the u.s. Is the wallstent enteral endoprosthesis.

Manufacturer narrative:
User facility was unable to supply the lot number of the device used, consequently, the manufacturer date of the device is unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event.